Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reverting to the setup mode. The pt indicated that the alleged meter issue started about two days prior, at 9:00 am. He claimed that the issue started after he had removed/replaced the meter's battery. As a result of the alleged meter issue, the pt administered self-care by taking his usual dosages of diabetes medication. The pt took 30 units of novolin insulin in the morning and 35 units in the afternoon. On an unspecified date/time after the reported issue began. The pt also claimed that he developed symptoms of shakiness and sweating. The pt denied receiving medical intervention from a health care provider. During the time of concern, the pt was able to test his blood glucose on a backup meter and a result of "179 mg/dl" was reported. It is not known what date/time the result was obtained and if the pt was able to test his blood glucose before and after the symptoms started. It would have been helpful to know the following info: the patient's testing frequency, his medication and diabetes management regimens, when the reported meter result of "179 mg/dl" was obtained, what date/time the symptoms started, and what actions the pt took before and after the symptoms began. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that the developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is not clear as to the duration of time the pt was unable to test his blood glucose before the symptoms started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test stirps, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.